Event description:
This report is based on information provided by a philips remote service engineer and a bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device is restricted because the device 4g cellular connection is not working. There was no patient involvement at the time of the event.